Manufacturer narrative:
Upon further investigation, the issue was discovered during testing in the biomed shop. No patient involvement. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported an error message on a v60 ventilator. It is unknown if the unit was in use on patient, but there was no patient harm reported. Additional information has been requested from the customer. The customer contacted product support and requested for service repair. Further information is pending. Awaiting response to customer communication sent.